Event description:
It was reported the pt expired in 2009. The cause of death was unk. Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2009-7558.